Manufacturer narrative:
Date of event: unknown/not provided. The best estimate date is between (B)(6) 2022 and (B)(6) 2022. Phone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Event description:
It was initially reported that a preloaded intraocular lens (iol) was explanted from a patient's right eye. Through further follow-ups with the account, it was learned that the iol was exchanged in a secondary procedure. The reason for the explant and the information on the replacement lens were not provided. Additional information received indicated that the patient's visual acuity (va) pre-operative was 20/400 and va post-operative was 20/25-2. There was no delay in procedure reported and no incision enlargement or vitrectomy required. However, sutures were placed. The patient did not seek medical attention. Eye drops (besivance, lotemax, prolensa) were prescribed as post operative standard of care regimen. Patient outcome reported as fully recovered. No further information was provided.